Manufacturer narrative:
(B)(4)

Event description:
It was reported that high voltage lead impedance was noted to have increased. Possible cause of the issue is fibrosis, scaring or dry pocket . Shock testing should be considered. The patient will be continue to be monitored.